Manufacturer narrative:
No device was returned for review. X-ray review could not confirm the reported event. Review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, unknown tibial component. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the patient underwent a knee procedure due to suspected infection. During the surgery, corrosion and allergic reaction was noted. The surgeon explanted the femoral device and re implanted the same femoral device after cleaning the taper junction and develop a plan to eliminate the apparent corrosion.